Event description:
The doctor claims that the graft oozed a slight amount of blood during an aortic aneurysm replacement procedure. The procedure was successful. The graft was left in. The patient's condition is good. The duration of the oozing was reported as "slight." The oozing stopped before the procedure was completed.